Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced high blood glucose of 538mg/dl. Customer¿s high blood glucose was treated with manual injection. Customer declined troubleshoot for high readings. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to corroded battery cap contact. The device was tested with test battery cap and with operating currents within specification. The device passed self test and displacement test. The device was monitored and unexpected display anomalies including blank display anomaly were noted. No damage on the lcd isolation tape noted. The device was received with cracked case at display window corners, display window, cracked battery tube threads, minor scratched display window, scratched case and missing end cap sticker.